Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for over a week to receive IV antibiotics for a wound located at the base of the implant incision. It was reported that the incsion site was not healing well subsequently developed wound dehiscence. However, the issue did not resolve and the device was explanted on (B)(6) 2025, and reimplantation is planned but had not taken place at the time of this report. The patient also received post-operative antibiotics (specific type not reported) and hospitalized for approximately two days prior to being discharged.